Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and did continuity resistance test and sensor failed per specification.

Event description:
The customer reported via phone call that the sensor had no cannula. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.